Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned. Lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in the supplemental report.

Event description:
The pt called alleging high readings on the lfs meter. He reported blood glucose results of 537 mg/dl, hi, 164, 87, 91 and 67 mg/dl with a lifescan meter, performed within 11-20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Test strips were in good condition and not expired. Test strips passed suing the control solution. Pt did not have a check strip to check the meter. Pt was uncomfortable with the meter and requested a replacement. Ccr sent the pt a replacement meter.